Manufacturer narrative:
Qn#(B)(4). The customer returned one cvc for evaluation. The catheter contained obvious signs of use in the form of biological material. The catheter body appeared intentionally trimmed. After the catheter failed functional testing, the extension line was microscopically examined. Multiple small slits were found in the extension line. The slits were smooth and straight, which is damage consistent with the line coming in contact with a sharp object (scissors, scalpel, needle, etc.). The catheter body was trimmed to 45 mm. The extension line contained multiple slits about 23 mm from the luer hub. The catheter was initially flushed to ensure no blockages were present. The distal end of the catheter was then clamped and a water-filled lab inventory syringe was used to pressurize the extension line. A small leak was observed in the extension line. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with this kit warns the user, "do not cut catheter to alter length." The customer report of an extension line leak was confirmed by functional testing of the returned sample. The extension line contained small slits, which is damage consistently seen due to contact with a sharp object (scalpel, scissors, needle, etc). A device history record review was performed based on sales history with no relevant findings. Based on the condition of the returned sample, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported that leakage was found at the transparent part of the catheter (between luer hub and winged hub) during placement in a patient. The catheter was removed and replaced with a new one. No harm to the patient occurred.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that leakage was found at the transparent part of the catheter (between luer hub and winged hub) during placement in a patient. The catheter was removed and replaced with a new one. No harm to the patient occurred.